Manufacturer narrative:
This report is submitted on august 30, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a non device related infection. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 26, 2022.